Event description:
It was reported that the reason for device system removal (pump and catheter) was infection on (B)(6) 2014. It was later reported that the explant occurred on (B)(6) 2014. The infection was in the catheter. The patient's status after the device was removed was "recovered without sequela."

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11274r69, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type: catheter. (B)(4).